Manufacturer narrative:
The device was evaluated by olympus. The evaluated found plastic debris obstructing the air/water nozzle. The investigation is ongoing and a conclusive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model gif-hq290, evis lucera elite gastrointestinal videoscope to olympus for repair due to a report of "unable to focus and wheel on handle loose." Upon inspection of the returned device, it was noted that foreign material was exiting from the air/water nozzle. This report is submitted due to the malfunction of foreign material exiting from the air/water nozzle. As the problem was identified during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. Updates to section h6. The device history record for the subject device was reviewed. No anomalies were found which may cause or contribute to the reported problem. The legal manufacturer performed an investigation. A conclusive root cause could not be identified. However, based on the results of the device evaluation and the available information, the investigation determined the likely cause of the reported event was that parts in peripheral equipment, such as watertight packing, was broken, entered channel and clogged in nozzle. The investigation confirmed that a white plastic like foreign material exited from air/water nozzle and the material did not originate from the olympus device. The instructions for use (IFU) state the following: - "clean all external surfaces of device, using lint-free cloths or sponges." - "flush water into a/w channel of device during reprocessing to remove clogging." Users can detect the reported event by handling the device in accordance with the following IFU statements: operation manual: "inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects." ·"inspection of the endoscopic system." - "inspection of the air-feeding function." - "inspection of the objective lens cleaning function." As stated in the IFU, as a preventive measure: reprocessing manual: "precleaning the endoscope and accessories: flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure." "Manually cleaning the endoscope and accessories: clean the external surface_ clean the external surfaces of the insertion section: while immersing the endoscope completely in the detergent solution, thoroughly wipe all external surfaces of the insertion section, using clean lint-free cloths or sponges."